Event description:
The pump was returned to the MFR when it was replaced. The return paperwork did not suggest or question a malfunction and no pt symptoms were reported. The pump underwent routine analysis. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine.

Manufacturer narrative:
Final device analysis revealed motor gear shaft wear.